Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During a left lower extremity intervention, the physician gained access in the right femoral artery and placed a catheter and amplatz wire up and over a highly calcified aortic bifurcation. Upon attempting to insert the flexor ansel guiding sheath 6x45, the ansel would not advance past the left common iliac artery through an existing stent. The physician attempted multiple times to advance the sheath, retract and then re-advance. Unfortunately upon retracting, the sheath separated, resulting in the distal end being embedded across the aortic bifurcation. The remaining ansel was removed; the physician was able to snare the braided portion of the severed sheath and ultimately was able to successfully remove the entire sheath by using a semi inflated balloon and pulling the balloon and ansel sheath out and the same time. There was no unintended section of the device remaining in the patient. There was no complications or adverse effect on the patient. The patient¿s anatomy was described as moderately tortuous.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The device implicated in this report was not returned to assist with the investigation therefore, no physical examinations could be performed. Images of the failure were provided. A document based investigation evaluation was performed. There is no evidence to suggest the product was not manufactured according to specifications. Review of device history record shows no nonconforming events related to the type of complaint reported which could contribute to this failure mode. It should also be noted that there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: warnings - "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Precautions- "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage." Based on the information provided, no product returned and results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.